Event description:
A malfunction alarm was reported involving a pump, but no notable events occurred prior to the malfunction. The impact on the customer's blood glucose level was unknown as the customer declined to answer specific questions about exceeding levels of 500 mg/dl. Technical support resolved the issue by sending a replacement pump. The customer was advised on using back-up therapy to ensure insulin delivery continued, instructed on how to put the pump into storage mode, and informed about the process for returning the malfunctioning pump to tandem.